Event description:
During an incident in 03, involving a pt in cardiac arrest, the defibrillator failed with 3 different batteries, shutting down while analyzing the rhythm. The unit had checked out ok at the start of tour. The als crew then arrived and gave 3 shocks before their unit went dead. CPR had been administered by nursing home staff before crews arrived. The pt was transported to a hospital where they were later pronounced. The pt was involved in physicial therapy at the time they went into cardiac arrest.